Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Device reprogramming was recommended by abbott technical services and programming will be completed at the next follow-up appointment. The patient was stable.

Event description:
During another follow-up, non-sustained right ventricular oversensing (nsrvo) was observed via merlin.net transmissions. Abbott technical support indicated nsrvo was due to post-paced t-wave oversensing. Reprogramming was recommended and anticipated during the next in-clinic follow up. The patient was stable.